Manufacturer narrative:
(B)(4). The reported field event of high pacing impedance was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the impedance anomaly could not be determined. (B)(4).

Event description:
It was reported that during implant procedure, high out of range, high pacing lead impedance was observed on the new ICD. The device was removed and replaced. No further information was available.

Event description:
New information states that patient was asymptomatic during the procedure and in stable condition afterwards.